Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, a screening procedure was performed on a patient with creutzfeldt jakob disease (cjd). The subject device may have been used on another patient before the cjd was discovered. A request for additional information is in progress. This event includes three reports as follows: (B)(6): jf-260v, (B)(4). (B)(6) : gf-uct260, (B)(4). (B)(6) : gif-h290z, (B)(4). This report is 1 of 3 for (B)(6) : jf-260v, (B)(4).

Event description:
The following additional information regarding the reported event was received: additional information was requested from the customer; however, it was confirmed that the details are unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reason the scope which was used for a patient with creutzfeldt-jakob disease was later used on another patient was unidentified. This complaint is considered information with no evidence of failure of an olympus device. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the reprocessing manual describes about creutzfeldt-jakob disease in the section, ¿precautions¿.¿ this supplemental report includes information added to b5 and g2. Olympus will continue to monitor field performance for this device.